Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the ER. The patient received inappropriate therapy. Post-sensed t-wave oversensing on the ventricular lead was noted. Device changes were recommended. The device remains implanted.